Event description:
A biomedical technician reported to customer service that luer adapter, 20gx3/4 1bx/100ea is breaking during use, this has happened several times. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).